Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint devices were received and evaluated. Visual inspection revealed that the distal tips of both anchors were completely broken off, confirming this complaint. The broken fragments were not returned. The suture was not returned with the devices. Visual examination revealed the threads on the returned portions of the anchors were not distressed indicating that the anchors were not fully inserted. Both anchors broke medially along a screw line, indicating potential use of excess torsion during insertion. Additionally, it was reported that the patient had slightly hard bone quality, which likely contributed to or caused the observed anchor breakages. Other typical causes of anchor breakages which may have contributed to this event include levering during insertion or using incorrect instrumentation for preparing the bone hole. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no internally assignable cause for the reported issue. Review of the depuy synthes mitek complaints system revealed one similar complaint for this lot of devices released to distribution in 2016. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4).

Event description:
It was reported during a procedure the screw was broken. The broken piece was retrieved from patient. A new screw was used to continue. This screw broke as well. The surgeon retrieved broken piece and changed to a third one to complete. There was no adverse event on patient additional information received via email from the affiliate on december 13, 2016: it was noted the procedure was a rotator cuff repair. It was confirmed the insertions were not off axis. The patient's bone quality was a little bit hard. The surgeon used the original bone hole to complete the procedure. Please see also medwatch report 1221934-2018-53019.